Manufacturer narrative:
The device sample was not received by the manufacturer at the time of this report. A follow-up report will be sent when completion of investigation.

Event description:
The event is reported as: complaint alleges: "the valve doesn't attach very well to the bag, it seems the o-ring isn't sealing the connection very well. The valve disconnected easily from the bag." Defect was discovered upon inspection. No reported pt injury.